Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially reported receiving weak signal alerts from the insulin pump regarding a sensor. Customer also reported experiencing high blood glucose, with the value reported as 478 mg/dl. Customer was displeased with the continuous glucose monitoring done by the related device/s. Nothing further reported.